Manufacturer narrative:
(B)(4). (B)(6). No specific surgeon or contact for the hospital has been supplied. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured during a knee procedure. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use (nicked / gouged) and that it has fractured. The root cause of the reported issue is attributed to wear and tear from repeated use over a potential field age of approximately 15+ years. A summary of the investigation has been sent to the complainant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual examination of the provided picture identified half of a broken provisional. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured during trialing as part of a knee procedure.